Manufacturer narrative:
Serial number has been updated based on returned product. Sensor b)(4) has been returned and investigated. Visual inspection performed on the returned sensor puck and plug, no issues were observed. Observed that the adhesive patch was returned with the puck. Device history record (DHR) were reviewed and verified that the unit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements extended investigation has also been performed for the missing applicator an sharp. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. No malfunction or product deficiency was identified

Event description:
A customer reported an allergic skin reaction on day 4 of wear of the adc freestyle libre sensor. On (B)(6)2019, the customer described "puss" underneath the sensor and having been prescribed the combination corticosteroidal and antibiotic cream, fucidin h cream cortisone, by an hcp for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an allergic skin reaction on day 4 of wear of the adc freestyle libre sensor. On (B)(6) 2019, the customer described "puss" underneath the sensor and having been prescribed the combination corticosteroid and antibiotic cream, fucidin h cream cortisone, by an hcp for treatment. There was no report of death or permanent injury associated with this event.